Manufacturer narrative:
H6: code d1102 has been updated. The previously updated code d16 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1.product ID: nim4cpb1, serial #: (B)(6) h6: code d1102 has been updated. The previously updated code d16 are no longer applicable. 2. Product ID: nim4cpb1, serial#: (B)(6) h6: code d1102 has been updated. The previously updated code d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI #: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI #: (B)(4); h3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up the nim console electrode check was not passing on one of the sides. This has happened several times, tried to switching the patient interface boxes and adjust the tube, use different tubes. But issue still persisted. The procedure was continued as normal with out nim device. There was no patient involved.